Event description:
On 15-apr-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump is not reading the pressure correctly. The fluid was filling too high in the middle of the case. They tried shutting the pump on and off in order to prevent compartment syndrome in the patient. This occurred during use in a case with no patient effect. There was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.